Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
On (B)(6) 2021 - 12:35 pm cst - 2nd bottle leaking air and fluid at access tip and catheter; customer heard a hissing sound at the connection and noticed a few drips; he rolled the clamp open and maybe 10-20 mls of fluid leaked on the floor at the cath/access tip connection before he stopped drainage and reconnected with new bottle to complete the drainage. No harm, was able to complete drainage with next bottle.

Event description:
30mar2021 - 12:35 pm cst - 2nd bottle leaking air and fluid at access tip and catheter; customer heard a hissing sound at the connection and noticed a few drips; he rolled the clamp open and maybe 10-20 mls of fluid leaked on the floor at the cath/access tip connection before he stopped drainage and reconnected with new bottle to complete the drainage. No harm, was able to complete drainage with next bottle.

Manufacturer narrative:
(B)(6) follow-up emdr for device evaluation: two physical samples were provided by our quality team for investigation. During visual inspection, the packaging display the product label, confirming the reported lot number 0001377021. Through visual inspection of the first sample, the foil was observed to be perforated, however, there was no evidence of liquid inside the bottle; therefore, the reported failure no vacuum could be verified. Through visual inspection of the second sample, it was observed that access tip has a crack on the surface that leads to the leakage. A review of the internal manufacturing device records and raw material history files for reported lots 0001377021 was performed and no recorded quality problems or rejections related to this incident were found, all procedural and functional requirements for product release have been met. Regarding the vacuum failure mode, product undergoes inspections throughout manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. During our investigation it was identified that personnel were not following proper procedure when applying the silicone used to assemble the flexible cap to the bottle, which can impact the vacuum of the bottle. A system will be implemented to avoid any future issues related to inconsistencies in dispensing the silicon and additional training will be performed with manufacturing personnel. Regarding the leakage failure mode, a corrective action project was opened to further investigate these defects. Through our investigation, we identified that general wear on the manufacturing equipment can contribute to the excess plastic that was observed along with bent pins contributing to the crack that was observed. Product undergoes inspections throughout manufacturing, any product identified during these inspections to have excess pieces of plastic on the access dilator undergoes a process to remove these pieces. When reviewing our process, we identified an opportunity to improve consistent identification of the excess pieces of plastic to ensure they undergo the proper de-flashing process. Improved inspections and additional personnel training have been implemented. Actions have been taken to assess and replace any bent equipment within the mold for the access dilator. In addition, enhanced preventative maintenance procedures are currently being added to the process. Complaints received for this device and defect will continue to be monitored by our quality team for future occurrence.